Event description:
About 1 week after the primary surgery, the surgeon noted a femoral fracture on CT scans. It is unknown how the fracture occurred. Osteosynthesis was performed with nespron tape and the stem was not revised.

Manufacturer narrative:
Batch review performed on 19 january 2023: lot: 2116596: (B)(4) items manufactured and released on 13-apr-2022. Expiration date: 2027-mar-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical manager: one week after the tha surgery, the surgeon noted a femoral fracture in the post-operative radiographic image provided. It is unknown how the fracture occurred. Osteosynthesis was performed with nespron tape and the stem was not revised. Post-operative or intra-operative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on the fact that the bone is weak after the operation or due to the bone morphology and its mechanical properties. In this case, possilbly a rather oversized stem may have contributed to the adverse event. There is no reason to suspect a malfunctioning device.